Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of december 6, 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022 and the day of adverse event reported at five days (pod5) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2303 captures the reportable event of patient prescribed with fluconazole.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of a stone greater than 2 cm procedure performed sometime in (B)(6) 2022. Only one naviguide device was utilized during the procedure. Five days after the procedure, the patient developed a urinary tract infection, and urine culture results revealed the presence of yeast growth. The infection was treated with fluconazole. According to the physician's assessment, the event was not considered serious, was possibly related to the device, and was probably related with the procedure.